Event description:
The clinic reported that a laser vision correction patient presented with flap micro-striae in left eye two days post treatment. No oral or topical steroid was prescribed or flap lift was done at the time. It was stated that patient had no loss of best corrected visual acuity (bcva) or any complaints. During follow up on (B)(6) 2014 the account reported that patient was 20/20 and a flap lift and stretch was performed on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.